Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 160mcg/ml at 5mg/day. It was reported that a broken catheter occurred. A pump replacement was being performed, as it was reaching its end of life. During the replacement, it was discovered that the catheter was spliced somewhere in the spinal section. The patient did not complain of any problems and thought that the pump was working well. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics were performed, as they could clearly see that the catheter was not connected. The catheter pump segment was replaced. It was also reported that, in the pre-operative unit, the rep asked the patient if they felt that the pump was working correctly and they said that the pump was working great. However, when the pump segment of the catheter was disconnected from the pump it was clear that "something was not right". Upon further discovery, it was found that the pump and sp ine segment had broken away from each other. The patient's weight and medical history were asked but were unknown. At the time of this report, the issue was resolved and the patient status was "alive-no injury".

Manufacturer narrative:
Concomitant medical product: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 21-jun-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.